Manufacturer narrative:
The patient reported, the event involved lot number w68315858. The patient returned 10 unopened lenses; three of lot number w68315858 and seven of lot number w68312034. Product from both lots were evaluated and were within specification. Based on all information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
Patient reported being allergic to the contact lenses and unable to wear them. The health care providers the patient saw reported the following information. In 2006, patient was seen with complaints of redness, photophobia and watering. Patient had injection, chemosis and subepithelial infiltrates os. The assessment was viral, treated with tobrex. Two days later, patient was seen for an eye check and has not been back since. In 2007, patient was seen by a second doctor for keratitis, treated with ocuflox and recovered. Two months later, patient was seen by a different doctor. She was a tourist and was seen and diagnosed with bacterial keratitis, treated with zymer and told to follow up with her doctor. Three mohths later, patient saw another doctor who diagnosed marginal keratitis secondary to contact lens and treated with pred forte. Two months later, patient was seen by an optometrist and refit into a different lens type.